Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 67 and 39mg/dl. The customer¿s expected fasting blood glucose test result range is 80-120mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2021 she had obtained a blood glucose test result of 36mg/dl non-fasting (result was not located in the meter memory). Customer stated she had felt dizzy and fell, hitting the back of her head on a metal bedframe. Customer stated that a friend who was present had called the ambulance. Customer stated the emt's had given her two glasses of orange juice but that her blood sugar would not go up. Customer stated that she was taken to the hospital where her blood glucose test result was 39mg/dl. The diagnosis was hypoglycemia and customer was given juice and graham crackers. Customer stated that she had to get 5 staples in the back of her head due to her fall. Customer was discharged 2 and 1/2 hours later when her blood glucose test result was 99mg/dl. Customer stated that she saw her pcp on (B)(6) 2021 and was advised to contact the manufacturer in regards to getting a new meter. No changes were made to any medications per the customer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. Customer did not have any more test strips and was unable to provide the lot number of the test strips she had been using. The meter memory was reviewed for previous test result history (fasting/non-fasting status for results 1-4 is unknown): (B)(6).